Event description:
It was reported that when an asymptomatic patient presented in clinic during a follow up, post-paced t-wave oversensing issue was observed on the device. Programming changes were made which resolved the oversensing issue. Patient was stable.